Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used three endeavor (rx) drug eluting stents to treat a lesions located in the proximal and mid rca. Devices were successfully implanted and the patient was discharged two days later. Patient suffered a gi bleed approximately 58 months post index procedure. The patient was on aspirin and clopidogrel at the time of the event. Approximately 59 months post index, it was reported that the patient expired. Cause of death listed as pneumonia and sepsis and not sudden or cardiac related. Investigator assessed that the event was not related to the study device treatment or therapy.